Event description:
Customer alleges discrepant results with meter compared to lab: date: "3 weeks ago", inratio: >7.5, lab: 10.9. Date: (B)(6) 2011, inratio: 5.6, lab: 9.9. Pt's target therapeutic range is 2.0-3.0. All comparison results done within 1 hr of each other. Five weeks ago the pt noticed that his inratio results started rising above his therapeutic range, but did not obtain a reference inr. Three weeks ago (approx (B)(6) 2011), after inratio result so >7.5 pt noticed blood in urine. Pt was then admitted to hospital where a lab draw was performed. Pt stayed in hospital (B)(6) 2011-(B)(6) 2011 for urinary bleeding and high inr. Pt rec'd antibiotics, vitamin k, and lovenox while hospitalized.

Manufacturer narrative:
Pending.